Event description:
It is reported that the patient was revised due to stem loosening.

Manufacturer narrative:
Evaluation summary: no retrieval has been forwarded to zimmer for evaluation. No x-rays, surgical report, medical history of the patient, patient activity level and weight has been provided. It is also not known whether proper surgical technique and appropriate instruments were used in the primary surgery or not. Stem loosening may be caused due to one of combination of the following factors: high activity level of the patient, improper surgical technique, wear particles generated from the mating bearing surfaces, osteolysis. Inadequate instrumentation harbours the risk if cancellous bone is lost due to generous rasping/reaming, however, no definite cause analysis is possible based on the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.